Manufacturer narrative:
Device passed rewind, prime or seating, basic occlusion, and force sensor tests. No unexpected pump error 37 or other motor, rewind errors and anomalies were noted during testing. After further review of the unit's interior, however, there was corrosion and insulin on the home motor switch. Device received with a partially broken off piece at the reservoir tube lip, a missing retainer ring, and a missing reservoir tube lip o-ring. Unable to perform the displacement and occlusion tests since p-cap or reservoir will not lock properly due to the missing retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin pump received drive count or time value error. Customer¿s blood glucose level was 15 mmol/l. Customer was treated with manual injection. Customer was not able to rewind the insulin pump. Customer reported that the insulin pump was not exposed to higher magnetic field. Customer declined to troubleshoot for high blood glucose level. It was unknown that the insulin pump will be returned or not for analysis.